Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing non-sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was scheduled for a follow-up visit. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.